Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was less than 200 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed. Additionally, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer continued to use the pump for insulin therapy.